Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2004; 1688t competitor implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.